Manufacturer narrative:
Initial complaint assessment: an evaluation was made by searching for possible trends for this subclass requiring investigation by the site. The following pcom (pfizer global complaint database) search was performed: scope: date contacted: 01/01/2016 through 01/31/2019/manufacturing site: pfizer (B)(4)/complaint class:wrap/patch/pad/ complaint sub class: cells damaged/leaking. The pcom search returned a total of 63 complaints for lower back and hip (lbh) products during this time period for the class/subclass. Of the 63 complaints; 25 complaints had the batch number recorded as "unknown". The 38 remaining complaints were evaluated. There were 8 complaints confirmed to have a manufacturing process root cause for a complaint of cells damaged/leaking, refer to attachment a. Based on this pcom search, there is not a trend identified for the subclass of cells damaged/leaking for lbh products. There is no further action required. Due to the nature of this event, the severity level is s3 per (B)(4)" bridging pfizer hal severity ranking to severity. Numbers applied in the thermacare heat wrap rmp. Investigation summary: the root cause category is non-assignable (complaint not confirmed). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass of cells damaged/leaking for lower back and hip products. The product effect may vary with each individual. Our manufacturing operations employ quality control procedures which include in-process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. A notification to dsu was sent on 12mar2019 for dmr evaluation. This is a potential device malfunction if it were to occur with a severity of s3-skin burn- per

Event description:
He felt some moisture on the back. At first he thought it was sweat but then realized that one of the cells had most probably leaked out [device leakage]. Case narrative: this is a spontaneous report from a non-contactable consumer. A (B)(6)-year-old male patient started to receive thermacare heatwrap (thermacare lower back & hip), from an unspecified date at unknown frequency for an unspecified indication. The patient's medical history and concomitant medications were not reported. The patient stated he wore the product over a t shirt. He had used 2 patches of the box already but a while ago while using the third one he felt some moisture on the back. At first he thought it was sweat but then realized that one of the cells had most probably leaked out. He removed it and called medical information to ask what to do about using another one. The patient was informed to stop using product and as he was anxious it was recommended he should consult a gp. Action taken in response to the events for thermacare heatwrap was unknown. The outcome of the events was unknown. As of 12mar2019, new information received from pfizer global supply includes: it was noted that this complaint was received under the sub-class damage/leakage. This was a potential device malfunction and a site investigation was conducted, a return sample was not received. It was noted that a device malfunction had not been identified. According to the product quality complaint group received on 15mar2019: initial complaint assessment: an evaluation was made by searching for possible trends for this subclass requiring investigation by the site. The following pcom (pfizer global complaint database) search was performed: scope: date contacted: 01/01/2016 through 01/31/2019/manufacturing site: pfizer (B)(4)/complaint class:wrap/patch/pad/ complaint sub class: cells damaged/leaking. The pcom search returned a total of 63 complaints for lower back and hip (lbh) products during this time period for the class/subclass. Of the 63 complaints; 25 complaints had the batch number recorded as "unknown". The 38 remaining complaints were evaluated. There were 8 complaints confirmed to have a manufacturing process root cause for a complaint of cells damaged/leaking, refer to attachment a. Based on this pcom search, there is not a trend identified for the subclass of cells damaged/leaking for lbh products. There is no further action required. Due to the nature of this event ,the severity level is s3 per (B)(4) "bridging pfizer hal severity ranking to severity numbers applied in the thermacare heat wrap rmp". Investigation summary: the root cause category is non-assignable (complaint not confirmed). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass of cells damaged/leaking for lower back and hip products. The product effect may vary with each individual. Our manufacturing operations employ quality control procedures which include in-process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. A notification to dsu was sent on 12mar2019 for dmr evaluation. This is a potential device malfunction if it were to occur with a severity of s3-skin burn- per (B)(4) bridging pfizer hal severity numbers applied in the thermacare heatwrap rmp. Follow-up (10jan2019): this follow-up report is being submitted as a reportable device malfunction MDR. Additional information received on 12mar2019 from pfizer global supply includes case comment. Additional information received on 15mar2019 from the product quality complaint group included investigational results. Comment: the patient reported "one of the cells had most probably leaked out". No adverse event was associated with the use of the device. This single event malfunction has a theoretical risk to cause skin burn. There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. Product effect varies with each individual. No remedial action/corrective action/field safety corrective action is suggested at this time.